Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer went to emergency room due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 70 mg/dl at the time of incident and 160 mg/dl. She had ketones. Customer was treated with two juices and two apple and two apple sauce pouches and was given intravenous insulin drip and food. Customer declined troubleshooting. The insulin pump will not be returned for analysis.